Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. Method: other- DHR was performed. Results: other - DHR review showed no issues or discrepancies were found which could relate to this complaint. Conclusions - no sample to investigate. If sample should be returned for investigation, a follow-up report will be sent.

Event description:
The event is reported as: there is a crack in the connection on the inspiratory limb of device which caused the device to fail leak test. No patient injury reported.